Event description:
Customer reportedly received the following results on the compact system within 10 minutes: lo (9 mg/dl or less) - with 1st vial of strips with unknown lot number, lo (9 mg/dl or less) - with 1st vial of strips with unknown lot number, lo (9 mg/dl or less) - with 1st vial of strips with unknown lot number, and 103 mg/dl - with 2nd vial of strips with unknown lot number. No adverse event reported. There were no remaining strips; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). No product available to be returned.